Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit failed inspection due to a faulty power switch sticking and not turning on the device. Further review revealed a worn scope socket causing poor connection with the scopes and camera heads. There was also cosmetic wear on the housing, and dust inside the device. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the power switch for the evis exera iii video system center was stuck in the off position. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, it is believed the reported failure occurred due to one of the following reasons: external forces applied by pressing the power switch over a long-term period exceeded the predictions made during the design phase. The malfunction of the lock function on the video connector was the reason of long-term repeated use and device deterioration. Olympus will continue to monitor the field performance of this device.